Event description:
When opening a tracheostomy tube box marked size 6.0 pdl the tube inside the box packaging was labelled as a size 6.5 pdl. There was no patient involvement.

Manufacturer narrative:
Covidien has requested that the product be returned so an investigation can be completed. (B)(4).